Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in spinal therapy. It was reported that the cds gun would not generate enough pressure to deliver expede cement out of cement cartridge. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that there is no issue with mdt cement. Surgeon used bone fillers and hv-r cement ss an unintended equipment for completion of surgery. The cds gun primed as intended but when connected to cement cartridge would not provide enough pressure to push cement.

Manufacturer narrative:
H3: product analysis of part# nh152pb-cds, lot# 0228465689 visual and optical inspection did not reveal any damage to the cement gun and cartridge that would prevent cement passing through. The cement may have hardened inside the cartridge before distributing the cement. Unable to determine viscosity of cement at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.